Manufacturer narrative:
H6: investigation: the customer reported the tubing leaked below the drip chamber, and returned one used sample of material 10010903. The sample was primed with water, connections were tugged and manipulated, and the set was capped to test if it would hold pressure. The set passed the testing and no leaking was replicated. The complaint of leakage below the drip chamber could not be verified. A device history record review could not be performed on model 10010903 because a valid lot number was not provided by the customer. The root cause is unknown without an observed failure. H3 other text: see h10.

Event description:
It was reported that the unvtd bld hand pump w/180 flt ss experienced leakage. The following information was provided by the initial reporter: the tubing leaked at the bottom chamber during blood administration.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unvtd bld hand pump w/180 flt ss experienced leakage. The following information was provided by the initial reporter: the tubing leaked at the bottom chamber during blood administration.